Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6)/229327834, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device unable to upgrade the software on the console. When he inserts the usb, it will not advance to upgrade and powers off. Troubleshooting was performed system plugged into dedicated wall power. Rep was changed date and time to correct date and rebooted system, about is showing a build repo under software version for about 1/2 sec before displaying software version. Rep reported software version on 1.5.4, when usb is inserted and system powered off and back on, unmount usb message appears and confirmed shut down, the graphics never appear but instead the system just powers off. Rep tried multiple times and with other usb. There was no patient involved.

Manufacturer narrative:
H3: verified customer complaint, defective ssd pcba failure, software updated to v1.7.5. H6: codes updated. Previously updated codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.